Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached" alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for a cassette not attached properly alarm. The alarm was verified to have occurred when the history log was reviewed. Functional testing was performed; the alarm was no duplicated. The downstream sensor were replaced as a preventative measure.